Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for hi blood glucose test result. Grandmother is calling on behalf of the customer, her (B)(6) year old grandson. The customer is concerned with tests results of hi, 417, 215, 246 and 218 mg/dl. The customer's expected fasting blood glucose test result is 140 mg/dl. At the time of the call the customer reported feeling ill and was having symptoms of frequent urination and increased thirst. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).